Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which has already been reported could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any additional medical information be provided, this complaint would to re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No details of the alleged fault, malfunction or injury were provided, therefore no probable cause can be delineated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a thr surgery performed +20 years ago, a revision surgery was performed on (B)(6) 2021 to replace the unknown reflection liner and the unknown fem head memphis metal. Current health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4).